Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported several instances of their "all in one" burrette with filter is leaking at the filter site in the nicu.